Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device does not recognize tubing which was reproduced. Evaluation observed the device to not display a load set when the door was open, thus not recognizing when a set was loaded. The reported device does not recognize tubing was verified through a review of the event history log and found to be caused by a failed lower latch switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not recognize tubing. There was no patient involvement. No additional information is available.